Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer which is not communicating. The field service engineer guided the customer to remove the bad cubies and perform a soft reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the full height ed main drawer 3 is not detected on bus. All pockets failed and unable to recover. There were no adverse events or injuries reported based on this event.